Manufacturer narrative:
UDI: (B)(4). Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that there was suction lost during treatment.

Manufacturer narrative:
On the initial report it was reported that manufacturing date was 08/31/2012 however, the manufacturing site is reporting that the manufacturing date is january 2013. The review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to release. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. All pertinent information available to abbott medical optics has been submitted.